Manufacturer narrative:
(B)(4). Evaluation summary: one used dsl-19-01 was received for evaluation. It was reported that the handle came apart. During visual inspection, it was found that the middle handle member had separated from the handle. Functional testing could not be performed due to the condition of the handle. The handle separating from the middle handle member was related to the inner handle member missing adhesive. A manufacturing action has been implemented in order to prevent this occurrence in the future.

Event description:
According to the reporter, the handle on the beacon device broke while making throws. It felt like it had gotten stuck and when doctor pulled to free it, the handle came apart. The last known patient status is good. There was no harm to the patient or user. Patient information is not available.